Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was received in used conditions without its original packaging. The sample was visually inspected at a distance of 12inches to 24inches under normal conditions of illumination. Cracks were detected in the female luer. A review of the leak testing was conducted in order to verify that was properly performed; no discrepancies were detected during the testing. The root cause could not be determined with the provided information. It is unlikely that the damage occurs in the manufacturing process. No corrective actions are required since it is unlikely that the damage was caused during the manufacturing process.

Event description:
It was reported that during a pre-use check on the product, the customer noticed the female connector, which was to be connected with a medical fluid transfusion system, was cracked. No patient injury reported.